Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. A visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. A grip management test was performed while the instrument was installed on an in-house system and passed. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the force bipolar instrument was grasping a fibroid and when opened, the jaw part at the tip was off the axis, and could not be opened or closed. The instrument was reported together with the port. The nurse was able to separate the instrument by touching the tip outside of the body cavity and returned it to the original position. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormality was found. The surgeon was "towing the uterus towards the cephalad". The issue with the instrument did not occur after a system fault/error. The jaws were stuck on myoma tissue when the issue was identified. No tissue damage was found. The instrument tip was out of the pulley under open condition and the tissue was released naturally without the use of instrument release kit (irk). There was no unexpected tissue removal.